Event description:
The customer reported that there was a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction in the vm8 suresigns pt monitor. The field service engineer (fse) visited the customer site and replaced the speaker assembly to restore the device to proper operation. The serial number of the monitor designated in this complaint is included in the list of monitors affected by the field safety notice (B)(4) created to alert customers of a potential premature speaker failure. The action required to be taken by the customer to prevent premature speaker failure is to perform the software upgrade specified in the field change order (B)(4). Once the software upgrade has been completed on the affected monitors, the customer is required to return a completed medical device correction confirmation (mdcc) form. No completed form has been received by the customer for this monitor as of (B)(6) 2011. The reported failure is being considered as part of the problem previously investigated and addressed in (B)(4). The FDA was notified of this field action by philips healthcare on 23 nov 2009. No further investigation/action is warranted.